Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to decreased mobility. Upon interrogation, atrial lead impedance warning was triggered and high impedance was observed on the right atrial (ra) lead. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.